Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Visual examination of the returned device confirms the reported condition, screw heads are deformed but still intact as if the product was inserted as stated in the complaint. The damage of the threads and heads leads to the conclusion that the screws made contact with a hard object upon insertion of the screw. However, a conclusive root cause could not be determined.

Event description:
During a right distal radius repair, the screw threads became damaged. Another screw was used to complete the procedure without patient injury or delay.